Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the screen. Customer reported that she removed the battery, then received a failed battery test after it was replaced. Blood glucose level at the time of the insulin pump was 158 mg/dl. The customer confirmed that the insulin pump had recently been exposed to sweat. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.